Event description:
A hospital in (B)(6) reported that an opt542 adult nasal interface had "broken" inside an rt202 adult breathing circuit and could not be removed during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an opt542 adult nasal interface had "broken" inside an rt202 adult breathing circuit and could not be removed during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint opt542 and breathing circuit were visually inspected. Results: the visual inspection revealed that the swivel connection of the opt542 had separated into two parts. The outer casing of the swivel had remained lodged in the breathing circuit and had broken away from the inner tube. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the breathing circuit connector is tapered to allow for ease of connection. It is the nature of medical taper connections that the connections can be made tight with only a small amount of force, and they will continue to get tighter when greater force is applied. It is likely that the root cause of this malfunction was due to the swivel connector being pushed into the limb connection tighter than necessary, causing it to be too tight to be removed, resulting in damage to the swivel. It should be noted that this has been the only complaint of this sort that we have received for this product.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.